Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was done. Customer's blood glucose was 266 mg/dl. Customer stated the insulin pump periodically gets bumped but nothing significant. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. The father got on the phone and stated they do want to return the loaner insulin pump at this time for failure analysis. The father stated that they will not discontinue using the insulin pump and will assume all the responsibility. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).